Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: when the transparent needleless connector was connected for intravenous infusion, leakage was found. Upon disassembly, a crack was discovered in the transparent needleless connector. Additional information received from the customer: please confirm what substance was being infused when the incident occurred. A standard medication. Please confirm whether the issue occurred during priming or during infusion. If during infusion, how long after the issue occurred? A leak was discovered during infusion and subsequently confirmed with a prefilled catheter flusher. The issue occurred 1-2 days after the connector was tested. Please confirm whether the patient was under-infused due to the leak. Does this incident require any medications or treatment? The leak caused blood backflow during the catheter lock, leading to blood backflow and occlusion of the catheter.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: no mz1000 china sample was returned for the investigation. The customer reported that the affected sample was from lot 25025396 and that "after attaching the transparent needle-free connector for intravenous infusion, leakage was detected. Upon disassembly, a crack was found in the transparent needle-free connector." Additional follow-ups from the customer noted that leakages occurred "1-2 days after the connector was tested" and that "the leak caused blood backflow during the catheter lock, leading to blood backflow and occlusion of the catheter.". As part of the investigation, the customer provided photographs and a video of the reported affected sample. Analysis of the evidence confirmed the customer's experience; leakage was observed from a hairline crack on the female luer adaptor (fla) of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
No additional information.